Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer confirmed that she had already been sent a replacement battery cap and the display remained blank. Blood glucose level at the time of the incident was 155 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.